Event description:
Per the clinic, the patient was explanted due to the electrode of the device being inserted to far into the cochlea. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.